Event description:
It was reported that pump displayed recurring cartridge alarm 20 during or after cartridge loading, and customer also noticed cartridges were expired and experienced very high blood glucose, with meter reading only showing ¿high.¿ customer initially did not take action but later used correction insulin injections by multiple daily injections to address high blood glucose, planned to contact healthcare provider for backup therapy, and then used injections as backup while cts arranged troubleshooting and replacement. Technical support received approval to send replacement cartridges, attempted follow-up calls, confirmed that alarms persisted with consecutive cartridges, and ultimately arranged shipment of replacement pump with instructions for storage mode, pump return, and setting up and programming replacement pump and connected devices.